Manufacturer narrative:
Initial reporter information provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial reporter information was unavailable. A medtronic representative (rep) went to the site to test the equipment. A new mobile view station (mvs) computer was installed to clear the corrupt database error. The rep attempted database remove tool and could not remove patient data. It was also noted that the software was uninstalled and reinstalled. The imaging system passed the system checkout and was found to be fully functional. The mvs computer was returned for further evaluation. Through visual/ physical examination and functional testing, the reported mvs database error message problem was unable to be confirmed. However, the mvs server failed the bench test. There was not output detected from the mvs server computer. It was determined that there was a failure related to a graphics card malfunction with the returned mvs computer. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that when the site turned on the system, the mobile view station (mvs) displayed a database error message. There was no patient present when this issue was observed.